Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 130 - 160 mg/dl. The customer will continue to use the pump for insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) of "high" on cgm; cause was unknown. Elevated bg was addressed with a correction bolus via the pump. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.